Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced leaking while walking, lifting, bending, coughing, and sneezing, and the circumstances that led to the device not working properly was usual daily activities. Steps taken to resolve the device not working properly included increasing numbers on the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was not working properly. There were no symptoms or further complications reported or anticipated.